Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with saline infusion (intraperitoneal, dose and frequency not reported) for the peritonitis. At the time of this report, the patient has not recovered from the event. Pd therapy was withdrawn during the treatment. No additional information was provided as the reporter declined follow up.